Event description:
Patient was using her newport ventilator when it shut down unexpectedly. It did alarm, but they were unable to get it to shut off or stop alarming and it was not ventilating. They were able to transfer her to the backup vent. The screen was red and displayed system failure. Patient is trached and vent dependent. FDA safety report ID# (B)(4).